Event description:
It was further reported that only 2 products fractured with the 4 possible lots. Therefore, only 2 products need to be reported. This report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). It was further reported that only 2 products fractured with the 4 possible lots. Therefore, only 2 products need to be reported. This report was submitted in error and should be voided.

Event description:
It was reported that during the surgery, the tip of inserter was fractured while the surgeon tried to implant an anchor into the patient's burr hole. This incident occurred on the 3 products, and 1 of the 3 products was discarded in the hospital. The fractured piece of inserter of the 1 of 3 complaint products is remaining in the patient's body. It was reported as well that the surgeon didn't used a guide when he tried to implant an anchor. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Out of the 4 lots, it cannot be confirmed which product was retained. Further, it cannot be confirmed out of the 4 lots which of the 3 fractured during the procedure. Therefore, one will be reported as retained and the other three as fractured. G2: japan. D10 - medical product: catalog #: 912068, juggerknot 1.4mm shrt w/ndls, lot # 0002388156. Catalog #: 912068, juggerknot 1.4mm shrt w/ndls, lot # 0002388158. Catalog #: 912068, juggerknot 1.4mm shrt w/ndls, lot # 0002409333. Catalog #: cm-99114bn, jk 1.4 shrt wht/bl bb, lot # 22021521. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01857, 0001825034-2023-01859, 0001825034-2023-01860. H3 other text : discarded.